Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject mr290v vented autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in japan reported on behalf of a distributor via a fisher & paykel (f&p) healthcare field representative, that the mr290v vented autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit did not pass the pre-use leak test. After replacing the humidification chamber, the test passed. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(6). Corrections: section d1: brand name updated. Section d4: device details including lot#, UDI and expiry date were not provided by the customer. Method: the subject mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected, and analysed. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of a multiple small cracks near the chamber base between the left port and baffle. A leak test was performed on the subject humidification chamber and confirmed a severe leak. Material analysis identified that there was evidence of brittle failure. Conclusion: based on our investigation, the reported crack on the mr290v vented autofeed humidification chamber is likely to have been caused by an excessive mechanical load on the subject chamber. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the rt380 adult ventilator circuit include the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A healthcare facility in japan reported on behalf of a distributor via a fisher & paykel (f&p) healthcare field representative, that the mr290v vented autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit did not pass the pre-use leak test. After replacing the humidification chamber, the test passed. There was no patient involvement as the issue was found whilst the device was not in use on a patient.